Manufacturer narrative:
Upon receiving the sample from the customer, the following sections have been updated. Initially reported as wound care unknown. (B)(6). Model# and catalog # were initially reported as unknown and based on the sample received the model# and catalog# should be 1961. (B)(6).

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a telfa pad. The customer states that the telfa pads had dirt on them when they were opened. Customer states she had an infection in the wound after using the pads that required her to go to the doctor and get an antibiotic. The customer further reported that the packages were sealed individually. She received them from the doctor to do dressing changes and noticed the dirty marks on 4 of them. The customer did not look at the first dressings before using it, she noticed it when opening the next package.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. Two sealed dressings were returned from the customer and sent to the supplier for investigation. The dressings were opened and it was confirmed that there was a visual anomaly seen in the dressing pad. Since the customer stated that the dressings were sealed and the dressings were returned sealed, they most likely remained sterile. As the dressings were opened to confirm the dirt, a sterility test could not be conducted. A chemical test was completed and the unknown dirt could not be identified. This complaint will be considered unconfirmed. A root cause analysis identified the most likely root cause to be a known reaction of the dressing with the patient¿s skin. It is not known how this occurred. As the supplier no longer manufactures this item, no corrective actions are planned at this time. This complaint will be used for trending purposes.